Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump had a missing end cap sticker. However the insulin pump was unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 250 mg/dl. The customer states the insulin pump broke, because they had a high blood glucose and keypad issue. The customer states the keypad ramping on their own, but the scroll bar is fine. There was no high blood glucose troubleshooting performed, because of the keypad issues. The device will be returned for analysis.